Manufacturer narrative:
(B)(4). Device evaluation: two cartridges were returned to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification was performed on the two units: sample 1: residues of viscoelastic solution (ovd) were observed on the cartridge, indicating that the unit was handled and prepare for surgical use. The intraocular lens (iol) was observed stuck in the cartridge. Dent/distortions were also observed on cartridge's tip; sample 2: residues of viscoelastic solution (ovd) were observed on the cartridge, indicating that the unit was handled and prepare for surgical use. Slight stress marks were observed on the cartridge. No deformations were observed on the cartridge's tip. The customer's reported complaint issue was verified in one of two cartridges returned. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. During the manufacturing process the operators check the neck, tube and tip areas for cracks. No cracking or stress marks are allowed. They also check the tip for any melting, roughness, dent, bent tip or smash condition. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a surgeon was having difficulty during the implantation of an intraocular lens (iol). Reportedly the surgeon had enlarged the incision but was still having difficulty getting the emerald cartridge into the eye. The surgeon then withdrew the cartridge and a burr on the end (cartridge's tip) was observed under the microscope. The surgeon used a new cartridge from the same lot number, and was able to get this into the patient¿s eye without any issues. There was a delay of 3-4 minutes to the procedure. It was also reported that the patient¿s previous retinal issues will still result in sub-optimal vision post-op. No further information was provided.